Manufacturer narrative:
The report received from our affiliate indicated that during aneurysm coil embolization procedure, the coil, had stretched at the proximal portion inside the microcatheter while retrieving the system to re-insert into the aneurysm. Additional information will be sent within 30 days upon receipt.

Event description:
Coil stretched.